Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer delivered a bolus however their bolus history did not match. Customer was advised to disconnect from the insulin pump, remove the reservoir and rewind the insulin pump. Customer was advised the device can be replaced at their request. Customer advised they would monitor the device and call back if issues persist.